Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2014 with the following findings: a review of the pump¿s black box history showed that a no cartridge detected alarm was recorded. During testing, the pump emitted a no cartridge detected alarm. The pump case was removed and a trace on the force sensor flex cable was found to be cracked at the pin.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. It was noted that the pump emitted and no cartridge detected alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.